Event description:
Cna was using porta-lift to place resident in bed when a bolt came loose causing the bar to drop and the resident to fall out of the seat. Resident was hospitalized with fractured ribs, which probably came as a result of the falldevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: mechanical problem. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.